Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device was a result of user technique and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip (B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the interaction with the previously deployed clip (B)(4). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (B)(4) was advanced to the mitral valve. It was difficult to grasp the posterior leaflet and when grasping was done, the result was grade 2. After leaflet assessment, the clip was deployed with success, but turned a bit and was not perfectly perpendicular to the line of coaptation in a2/p2, but a bit lateral of a2/p2. It was confirmed that the clip was still attached to both leaflets. The second cds (B)(4) was advanced; however, while positioning the second clip, it was suspected that the second cds was advanced too quickly and touched the posterior leaflet and previously deployed clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was deployed for stabilization. There was no room to place a third clip; therefore, the procedure was completed with 2 clips implanted, reducing the mr to 2. It was confirmed that the patient was in good condition. No additional information was provided.